Event description:
It was reported during the implant procedure that the right ventricular (rv) lead initially placed was not capturing at high outputs. A temporary external pulse generator was in use but not capturing as well. At this point, the patient went asystolic requiring chest compressions until the temporary lead could be redirected to the rv to provide pacing support. The physician requested a longer rv lead which was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.